Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported damaged ring component. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rubber ring that holds the stem trial in the sleeve trial was tearing.